Manufacturer narrative:
Evaluation summary: two reloads were returned from the procedure and it was not indicated which had caused the reported event. Both reloads showed evidence of staple traces in the anvil pockets. It was noted that the anvil had deflected slightly in one of the reloads indicating thick tissue could be a root cause. Subsequent conversation with the surgeon confirmed that the tips of the device were not visible during firing and complete closure could not be verified. Because the appendix was retrocecal, the doctor stated she may have used the device as a retractor on the cecum, causing misalignment between the staples and the anvil, and contributing to improper staple formation. The root cause is likely that the cecum was inadvertently clamped at the distal end of the reload, preventing staples from forming properly. The device history records (DHR) for lot 75lf2007 were reviewed. There were no anomalies found within the DHR. The lot for the second reload is not known. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during an appendectomy, the stapler appeared normal and seemed to fire normally. When the surgeon inspected the specimen (appendix) the surgeon noticed that it was open and checked the cecum. Upon inspection, the cecum was also open. The opening in the cecum was then stapled with a larger stapler. Patient is "fine" and "doing well." Incomplete patient information (name, gender, birth date, ethnicity, and race was availiable. (B)(6).